Event description:
During a coronary stenting treatment procedure, balloon removal difficulty was encountered. The lesion being treated was a moderately calcified, 80% stenosed circumflex (cx) lesion. Using a 6 fr voda 3.5 guide catheter and a stabilizer guide wire, the physician predilated the cx with a maverick 2.5 mm x 15 mm balloon for 16 atms for 20 seconds. The physician then advanced an express2 3.0 mm x 8 mm stent to the lesion without much difficulty and successfully deployed the stent at 16 atms for 20 seconds. As is the physician's practice, he waited 15-20 seconds for deflation. The physician then felt resistance pulling back on the delivery device. The physician post dilated the stent to 16 atms for another 20 seconds and again waited 15-20 seconds for the balloon to deflate. The balloon resisted movement when pulled back upon. The physician then pulled the guide catheter out of the ostium and pulled the balloon out with adequate force to remove it from the stent. Repeat angiography revealed a small dissection at the proximal margin of the stent. The physician deployed another express2 3.0 mm x 8 mm stent to treat the dissection. The physician was able to remove the balloon without any difficulty. The status of the pt is listed as satisfactory.